Manufacturer narrative:
H6. Nonconforming cartridge weld. H3. Evaluation summary - the analysis results showed that one device was returned with the nose open and non-functional due to an insufficient cartridge nose weld. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported by the affiliate that during a lap hernia procedure, the device did not staple. Took a new instrument to complete the case. There were no adverse consequence to the pt.